Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown saline breast prostheses. It was reported that the left breast prosthesis had deflated. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 5/15/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device was received with no fluid. White and green material was observed on the shell surface. A rent was observed within an area of siltex cracking on the posterior aspect, measuring approximately 0.1 cm. No other anomalies were found. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline breast prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).